Event description:
Three years ago is when all this started. The day I got home. I was in a lot of pain..the next day mre pain and from that day on has got nothing but worse. Severe pain in pelvic area. Stabbing pain when I bend over. Blood clots, periods irregular. Recurring uti symptoms without uti present. Pain throughout joints. Belly pain, jolts in stomach, hair loss, mental problems, fatigue, problems sleeping, tingling and itching sensations in vagina. Strange discharge with no unknown cause.